Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, one of the plastic reinforcements of the permanent cautery hook (pch) instrument broke. A backup pch instrument was used to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint that" one of the plastic reinforcements of the monopolar hook joint broke". Failure analysis found the primary finding of conductor wire cap broke to be related to the customer reported complaint. The pch instrument was found to have a broken conductor wire cap. Approximately 0.143" x 0.256" was broken off and was not returned with the pch instrument. Also, the pch instrument was found to have a broken boss feature on the monopolar yaw pulley. The root cause of broken instrument monopolar yaw pulley is typically attributed to mishandling/misuse (such as excess force applied to the distal end of the instrument).